Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed by moving the patient to another philips cath lab which delayed the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not possible. During troubleshooting, the fse found that the voltage of bios battery of geo pc was low, after reviewing the log file and monitoring the system. The fse replaced the bios battery of geo pc. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the bow did not move. No harm has been reported to philips. Philips has started an investigation of this complaint.